Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after the ilet pump ran out of insulin, with the highest continuous glucose monitor (cgm) reading of 298 mg/dl and approximately six hours of elevated glucose. The patient noted thirst and subsequently performed a full supply change, after which glucose was 164 mg/dl. Symptoms included polydipsia consistent of hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.